Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change with a steel set, the user experienced hyperglycemia, with sensor glucose around 330 mg/dl and a confirmatory glucometer value of 265 mg/dl, following a period of disconnection and preexisting elevated glucose; troubleshooting included checks for drops, cartridge inspection, and data sync, with entry of a fingerstick value for calibration and user education. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included user interview, device use review, and coaching on monitoring and calibration. Investigation of this case revealed no device alarms and no identifiable device malfunction, with the event temporally associated with a prolonged disconnection and recent set change. It was concluded that the event was hyperglycemia with an unclear cause, with use factors likely contributory.